Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that their de vice was implanted to help with their diabetic chronic pain. Their doctor assured them that with the implant they would no longer need pain pills and would be able to have a great life. Their diabetic neuropathy is extremely painful due to the locations that are hit the hardest. Their most painful areas include their hands/fingers, knees, and feet/toes. They were also not informed of how much time during the day they would lose due to charging. They have to charge at least 3 times a day usually 1-2 hours. If they do not charge that often they end up enduring hours of charging. They are still enduring pain in all areas listed above. They hate wasting so much time each day due to charging something that does not help the main areas of pain. The patient noted that they are on oxycodone and will have a nerve block done in march for their knees. They want to quit charging their implant but want to know if they can quit charging but keep the ins in their back. They regret having the device inside of them. An email was sent to the patient to have them call patient services for further assistance. No further complications were reported/are anticipated.